Event description:
It was reported that "that the ceramic beak broke off in the patient's bladder during a procedure". No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ids for the coconmitant devices documented in section d10: (B)(4).